Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that, the distal end of the 5mm reamer separated after the reamer was removed from reaming the ulnar canal. Surgeon proceeded with the case and used the next sized reamer.